Event description:
A full term baby boy born by vaginal delivery, had bruises on right face, right ears & back of the ear with forceps mark on the left forehead and check. During delivery of the baby, vacuum extraction applied x 2 attempts as per ob nurse, failed then foreceps applied x 1. Baby sustained skull fracture with subgaleal hematoma transferred.